Manufacturer narrative:
H6: health effect impact code: f26 h6: component code: g01003 d8: was this device serviced by a third party? No the complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 23525fn00 did not show any potential non-conformances, or deviations. In-house sensitivity and specificity testing for reagent lot 23525fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The sars-cov-2 igm assay is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2 in serum and plasma from individuals who are suspected to have had coronavirus disease (covid-19) or in subjects that may have been infected by sars cov-2. In this case, no specific patient information was provided. The patients were negative for pcr and positive for igm indicating the patients may have been infected by sars cov-2 in the recent past. Per product labeling, the presence of igm antibodies allows for the identification of recent infection. Consistent negative pcr results and positive igm results were obtained since (B)(6) 2020. Per igm product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 23525fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r87-22 that has a similar product distributed in the us, list number 6r87-20/30.

Event description:
The customer observed false positive sars-cov-2 igm results generated on the architect i2000sr processing module for multiple patients. The patients were tested for pcr and sars-cov2 igm to determine eligibility to fly. The pcr testing was negative but the sars-cov2 igm has been positive around 2.0/1.29 index. The patients have been tested more than five times since (B)(6) and generate the same results and are unable to travel. No specific patient information or additional data was provided.